Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument logs was completed, and it showed no errors related to the reported unintuitive motion. The fenestrated bipolar forceps (fbf) associated with the case did fail engagement but that appears to be separate from the issue description. A review of the system log was completed, and no related system errors were observed. A review of the advanced system log was completed, and there was nothing in the logs that would suggest any problem with the system or nonintuitive motion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the endoscope light source could not be activated via the button on the camera. After a system restart, the endoscope functioned properly. Additionally, the permanent cautery hook instrument experienced an unintuitive motion. It did not move the way it should. When the surgeon used the articulation of the master controls, the instrument¿s articulation did not match, leading to a rupture of non-critical tissue. The patient did not experience a negative effect. After the permanent cautery hook instrument was removed and reinserted, it worked properly.

Manufacturer narrative:
On 31-jul-2023, the following additional information about the reported event was obtained: the permanent cautery hook instrument "moved freely with uncontrolled movements." The hook was then removed and reinserted, then it worked correctly again and the surgery was completed with the same instrument. There was no bleeding because there were no blood vessels in the section of tissue that the hook tore through. Postoperative complications did not occur, and no long-term complications are to be expected. After the procedure, the patient was discharged to the general practitioner's care.

Event description:
Refer to h10/h11 for follow-up information.